Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, fluctuations in the monitored no concentration were observed. According to the hospital's report, the target dose was set to 20 ppm and the monitored no concentration fluctuated from approximately 3 ppm to 40 ppm. The device was subsequently removed from the patient and exchanged for another unit, after which the dosing issue resolved. A transient desaturation was observed by hospital staff during the event. Following the device exchange, the patient's vital signs returned to pre-event levels. No lasting adverse effects were reported. Ventilator mode and settings: rate 25, pip 32, peep 8, ps 14, fio2 45%.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. Upon arrival, the device met all manufacturer specifications for nitric oxide delivery, monitoring performance, and overall functionality. No faults or out-of-specification conditions were identified during the evaluation. The hospital reported that the dose line was loose at the time of the event, which could potentially contribute to fluctuations in the monitored nitric oxide concentration. This condition could not be replicated during the investigation, and no evidence of a persistent connection issue was identified during testing. Based on the available information and the results of the device evaluation, a definitive root cause for the reported event could not be determined. No device malfunctions or manufacturing defects were identified. A review of complaint history for this type of event indicated that the occurrence rate remains within established control limits.